Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported a sheath issue about 5 cm from the extremity of the handle. The surgeon burned the patient. No further information was provided.

Manufacturer narrative:
Integra has completed their internal investigation on january 11, 2017. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; there is a hole (1mm diameter) on coating on distal part of the tube. A thorough observation of the area with a microscope show coating burning. The coating on the tube shows numerous shocks and impacts. The tube passed the electrical test except on proximal distal part of the tube. No material or manufacturing defect has been found. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no adverse trend. Conclusion: the most probable cause of this event is a contact with another electrical device during use. The IFU nt060 provided with the device recommends "extreme care should be taken when handling instruments with a dielectric coating. Damage to the dielectric coating may result in patient / user injury" and "to ensure proper functioning of dismountable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use".